Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain and a tingling buzzing feeling in their back. It was also reported that the right atrial (ra) lead exhibited high thresholds. Both the implantable pulse generator (ipg) and the ra lead remain in use. No further patient complications have been reported as a result of this event.